Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. There were 6 temporary deviations in affect during the build of this lot, of which none were relevant to the reported defect: (td 2018-38, td 2018-16, td 2018-34, td 2018-36, td 2018-21 and td 2018-20). Two photos were provided for evaluation of this incident. The photos revealed that the extension tubing had detached from within the clear port of the catheter/adapter (stabilization platform). There was no visible damage to the tubing or winged adapter (i.e. Cut, stress, break, etc.). Both portions had extreme traces of media therefore it could not be determined if there was evidence of adhesive observed on the extension tubing and within the port on the winged adapter. The defect identified in this incident was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8.

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle separated during use or broke during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva closed IV catheter system needle separated during use or broke during use. No serious injury or medical intervention was reported.